Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator back for failure analysis. Error c-30 on erbe was confirmed in the error logs. The erbe was tested using system, and on startup, the unit reproduced c-34. Upon visual inspection, the front bezel is cracked. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator. Failure analysis concluded that the root cause happened in the field c-30 hf voltage. This issue can be resolved by replacing the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) presented a c-30 fault. The customer was instructed to use an auxiliary cautery unit, because due to the erbe failure, the erbe unit could not be used. The customer managed to install an auxiliary cautery unit and the procedure was completed as planned. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.